Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/26/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. There were no visual defects observed on the harvesting device. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke or unusual odor was observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Scope wash tubing (which is part of the c-ring assembly) was broken or detached. No other visual defects were observed. Based on the results of the evaluation, the reported failures "material twisted/ bent wire" and "failure to deliver energy¿ were not confirmed, however the analyzed failure "break- c-ring cut" was observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot#: 3000318300 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the vasoview hemopro 2 failed to activate. Part of the wire was bent and broken. It was discovered before it was used on the patient. A new device was opened for the case. A minor delay, but not impactful. No harm to the patient

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.